Event description:
Pt had recent arm swelling when the port was used. Port check showed a leak in the catheter. The pt was scheduled for port removal. Port removed without incident. Crack in catheter found approx. 1 cm from attachment to port.